Event description:
The patient had placed bilateral polyurethane breast implants in 1986. She has developed symptoms of fatigue, buring pain in the right shoulder, chest, arm and hip, complaints of short term memory lost. A bilateral capsulectomy with removal of the implants was performed. Both implants were removed intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was destroyed/disposed of.